Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue) of three (3) minicap transfer sets. The event was further described as "the front female connector (dark blue) and main body (light blue) spiral loosens easily." This was identified prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. A solvent bond check or twist test was also performed; the female connector and main body of the three samples were twisted with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the three (3) actual devices were not available and therefore, could not be evaluated; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. The companion sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.